Event description:
It was reported that the patient experienced pain and a burning sensation at the implantable pulse generator (ipg) site. The patient was unable to place weight on the area and would jump whenever it was touched. The patient was hospitalized and was given an anesthetic patch and pain-relief medication. The patient has been discharged from the hospital; however, the patient is still experiencing the symptoms. No further action is planned at this time.

Event description:
It was reported that the patient experienced pain and a burning sensation at the implantable pulse generator (ipg) site. The patient was unable to place weight on the area and would jump whenever it was touched. The patient was hospitalized and was given an anesthetic patch and pain-relief medication. The patient has been discharged from the hospital, however the patient is still experiencing the symptoms. No further action is planned at this time.

Manufacturer narrative:
Based on the available information (in the absence of the product return), boston scientific has determined that the reported event of ipg site pain is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation as documented in the instructions for use (IFU). A review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. However, a ship history review was performed to identify the most probable serial numbers and a manufacturing review of the most probable serial numbers did not identify any anomalies or deviations that could have contributed to the event. A product labeling review identified that the device was used per the IFU/ product label. Per the IFU, possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include persistent pain at the ipg or lead site. The ipg remains implanted and as such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted and determined that the reported event of ipg site pain is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation as documented in the IFU.